Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. A review of the hospital¿s discharge summary revealed that the patient arrived at the hospital on (B)(6) 2015 with a chief complaint of shortness of breath (sob). The patient¿s admitting diagnosis was noted as fluid overload. The patient presented to the emergency room (ER) feeling short of breath for the past 1-2 days, which was associated with a cough. The patient also noted that mild chest pain accompanied the cough. The patient¿s oxygen level was low and required supplemental oxygen using a ventimask to keep oxygen saturation between 90-94%. According to the hospital course notes the sob was probably secondary to a combination of bronchitis and volume overload. The day after the patient was admitted to the hospital, the patient underwent a hemodialysis (hd) treatment. The treatment record was not made available. The patient¿s sob improved, and the patient was weaned off the oxygen. The patient¿s oxygen saturations were reported to be in the high 90% on room air. The patient was placed on the antibiotics levofloxacin and vancomycin for symptoms consistent with a diagnosis of bronchitis. Additional information obtained from the discharge summary noted the treatment of the patient¿s ¿hypertensive urgency¿ condition with blood pressures in the 200s, as well as uncontrolled diabetes with blood sugars running in the 500s upon admission. An insulin drip was utilized to bring the patient¿s blood sugar into normal range. The patient had reportedly not taken her insulin over the past few days. The patient was discharged home on (B)(6) 2015. The discharge disposition stated that the patient had a clinical improvement. The patient¿s vital signs were taken at discharge with the following values reported: temperature 97 degrees fahrenheit; heart rate 63 beats per minute (bpm); blood pressure (bp) 150/60; oxygen saturation 100% on room air. The treatment sheets for the patient¿s hd treatment performed on (B)(6) 2015 were received. The hd therapy was initiated at 6:00am. The patient was scheduled for a four hour hd treatment with target fluid removal of 4500ml. The treatment sheets reveal that the patient¿s fluid removal was 4625ml at 9:02 am; approximately 3 hours after the initiation of the hd treatment. However, the treatment continued until 10:09 am removing an additional 1215ml for a total of 5840ml of fluid removed. The patient¿s blood pressure and heart rate remained stable during the entire treatment. There was no indication or notation of any shortness of breath (sob), cough, chest pain, or any other adverse complaints from the patient. The hd treatment concluded and the patient was discharged to home. The nursing evaluation documented patient leg edema of 1+ in lower extremities, and further noted that the patient¿s lungs sounded clear. There were no allegations of any device malfunctions during the hd treatment. The documentation in the medical record does not support a possible association between the fresenius dialysis products and the event of hospitalization for complaints of sob and fluid overload. It is important to note that this patient has a documented history of noncompliance with medication prescribed for comorbidities of uncontrolled diabetes and uncontrolled hypertension.

Event description:
A spontaneous serious unexpected report of patient hospitalization was reported to (B)(4) by a nurse on (B)(6) 2016. The report pertains to a (B)(6) old patient with end stage renal disease (esrd) on in-center hemodialysis (hd) treatments. The patient has been receiving hd therapy since (B)(6) 2013. The patient was admitted to the hospital on (B)(6) 2015, which came one day after undergoing a routinely scheduled hd treatment. The patient reported ¿shortness of breath¿ upon their arrival, and was given an admitting diagnosis of fluid overload. The patient was treated, and then discharged to home on (B)(6) 2015 with a clinically improved disposition. The patient¿s current condition was noted as being well. Follow-up information was provided by the (B)(6) who revealed that the hd treatment performed on (B)(6) 2015 was unremarkable, and was successfully completed without issue. The patient achieved their dry weight with no adverse effects. Additionally, it was reported, that the patient typically asked for the ultrafiltration (uf) to be left on, which would potentially result in more fluid being removed than the reduction targeted. No malfunction of the 2008k2 hemodialysis (hd) machine was alleged, observed, or identified prior to, during, or following the hd treatment. Follow-up information revealed that the hd machine was not considered to be a factor in the occurrence of the adverse event. No malfunctions of any other fresenius products in use during the patient's treatment were alleged, observed, or identified by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. No malfunction of the 2008k2 hemodialysis (hd) machine was alleged, observed, or identified prior to, during, or following the hd treatment. Follow-up information revealed that the hd machine was not considered to be a factor in the occurrence of the adverse event. No malfunctions of any other fresenius products in use during the patient's treatment were alleged, observed, or identified by the user facility. It is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.